Manufacturer narrative:
Date of event: (B)(6) 2018; the actual day was not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. Patient height was reported to be 72". (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the there was an alleged angio-seal device failure. Manual pressure was utilized to achieve hemostasis. The procedure that was performed was a cardiac catheterization. The patient was admitted to the hospital the week of (B)(6) 2019, with a cold foot. A diagnostic angiogram was performed, and there was no obstruction was observed. Exploratory surgery was then performed, and a 4" foreign body was removed from the lower extremity. Either the original ic or the vs claims the foreign body was part of the angio-seal. Additional information was received on (B)(6) 2019. The patient's condition was reported to be ok, post procedure. The cardiac catheterization procedure outcome was successful, manual compression was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. Results - 3211 is based upon the evaluation of user facility information and the investigation of the provided photograph; 3221 is based upon no device returned. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the provided photograph; 4315 is based upon no device returned. The actual device was not returned for evaluation; however, a photograph of the actual device was returned for evaluation. Therefore, the investigation was based upon the user facility information and a photograph provided by the user facility. In the image, dried bloodlike substances were observed on the tamper tube and it was found to be bend. No functional and dimensional testing could be carried out since the device was not returned for evaluation. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.